Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Analysis of the extension, model 37086-60, serial no. (B)(4), found no anomalies. Analysis of the extension, model 37086-60, serial no. (B)(4), found extension body conductor broken less than 5 cm from the proximal end. (B)(4).

Event description:
A health care professional (hcp) via a manufacturer representative reported that the implantable neurostimulator (ins) was reconnected at procedure due to impedance measurements of more than 26000 ohms to less than 40000 ohms; however, the result was the same. The first extension was replaced and impedances were measured as less than 2000 ohms. With respect to the second extension, results of impedance measurement indicated more than 1700 ohms to less than 4500 ohms. At procedure, the second extension was reconnected; however, the results were the same. The second extension was then replaced and impedance measurements showed more than 2500 ohms to less than 5500 ohms. Troubleshooting/diagnostics were noted as the following: impedance measurement prior to procedure, when reconnecting the ins, lead(s) and extension(s) impedances were measured outside, when reconnecting the extension(s), lead impedances were measured outside, after replacement of the extension(s), the lead(s) was connected and impedances were measured, after replacement of the extension(s), the lead(s), and the ins(s) were connected and impedances were measured, and at post-procedure, impedances were measured. Images were taken, but not available at the time of the report. No factors noted to have led to the event. The issue was noted as resolved at the time of the report. No symptoms were reported. The consumer's medical history included parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.